Manufacturer narrative:
This report is being submitted as follow up no. 1 for MFR. Report no. 1118880-2016-00004 to provide the sample evaluation results. (B)(4). The sheath and dilator were returned to the manufacturing facility for evaluation. The sheath sample was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and a leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. Evaluation of the retention samples from the reported part/lot number combination as well as the surrounding lots was also conducted. There were no visual anomalies noted during a visual evaluation. Leakage testing revealed no leakage in the retention samples. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint handling database confirmed there have been no similar reports for the reported part/lot combination. The reported complaint was confirmed, however the exact cause of the reported event cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for MFR. Report no. 1118880-2016-00005 to provide the sample evaluation results.

Manufacturer narrative:
The actual device was returned but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: blood pulsated out of the valve while a soft angled glide was through the valve; blood loss was less than 250ml; the procedure was completed; and the patient's condition was reported as good.